Event description:
It was reported that following significant weight loss, the patient was experiencing discomfort at ipg site. As a result, surgical intervention took place on 31 july 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Correction section b5: surgery date is (B)(6) 2023. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.